Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On 10/10/2025 at approximately 4:00 pm, the patient was at work and using an omnipod 5 insulin pump. The patient experienced multiple seizures and fell to the ground. Upon checking his phone, he observed a g7 app alert indicating ¿urgent low¿ with two downward arrows; however, no audible alert or sound notification was received. Within approximately five minutes, the patient lost consciousness. A bystander contacted emergency medical services (ems). The patient has no recollection of events following the loss of consciousness and was later informed of the subsequent details by his physician. During the seizure activity, the patient stopped breathing, and ems initiated ventilatory support. The fingerstick blood glucose (fs bg) value at that time is unknown. The patient was transported to the hospital, where he was admitted and placed into a medically induced coma. He regained consciousness three days later on 10/13/2025. Treatment during hospitalization included administration of gvoke, intravenous fluids, and glucagon. Following recovery of consciousness, the patient was placed under 24-hour observation with frequent blood glucose monitoring. His bg levels stabilized and remained within normal range. The patient was discharged on (B)(6) 2025 in stable condition. Discharge medications included lacosamide at a dosage of 1000 mg daily. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 codes: health effect - clinical code problem code: e0741 respiratory arrest/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.